Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned blower motor assembly.

Event description:
A ventilator's blower motor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. There was no report of patient harm or injury. During the investigation, the root cause of the blower motor assembly failing was due to the hall sensors being out of tolerance.